Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during fill four of five, while the hp was connected. The care giver (cg) forgot to break the frangible on one of the solution bags during the set up. The technical service representative (tsr) advised the care giver (cg) to dispose of the current supplies and start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Insufficient information was provided to determine the cause of the alarm. Should additional relevant information become available, a follow-up report will be submitted.